Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to position the knot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with a proglide, using the preclose technique via a 14fr sheath, prior to thoracic endovascular aneurysm repair (tevar) procedure. Reportedly, after the tevar procedure, the proglide knot could not push down. The knot locked and did not achieve hemostasis. The patient was sent to surgery to close with surgical suturing. There was clinically significant delay in the procedure and therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided